Event description:
Hamilton medical ag received the following description: it was reported that during the ventilation of a patient, ventilation stopped automatically due to a blower failure. The ventilator was replaced. No harm to the patient was reported. Log file analysis confirms that during active ventilation a blower voltage out-of-tolerance condition (B)(4) triggered blower failure (tf431001), followed by secondary technical faults including ambient failure detection (tf446029 / tf1485001). This resulted in loss of active ventilation support.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.